Event description:
An attempt was made to use a 1.25 x 6 mm sprinter legend over-the-wire (otw) balloon to pre-dilate a lesion in the septal of the lad. The target lesion exhibited 95% stenosis and moderate tortuosity. A balloon leak was observed at 8 atm's on the first inflation of the device. There were no abnormalities noted with the device during inspection prior to use or during the performance of negative purge prior to use. Post procedure patient status was reported to be good and no clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The distal shaft was pinched and kinked. The distal tip was flared. A short longitudinal tear was visible on the distal balloon cone. The balloon material surrounding the tear was raised. Negative purge was performed and a constant stream of air bubbles was observed, confirming the presence of a leak in the device.

Manufacturer narrative:
Evaluation codes, results and conclusion: related to operational context (no abnormalities noted with the device during performance of negative purge prior to use - the root cause of the balloon leak was most likely procedural related). (B)(4).